Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the surgeon was using device to dissect colon off sidewall. The adhesion was very solid/dense from diverticulitis. The surgeon encountered a number of times that jaws would not close or slipped off tissue when attempting to close on tissue due to density of adhesions. The surgeon then closed down and attempted to get blade to move forward and top jaw popped off. The jaw was retrieved successfully. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # iyzc84068. The device was returned with the upper jaw detached returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. Due to the condition of the upper jaw, the device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.